Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions. Implantation of foreign material in tissues may result in histological reactions involving various sizes of macrophages and fibroblasts. The clinical significance of this effect is uncertain, as similar changes may occur as a precursor to or during the healing process. Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. Date of event - revision occurred in (B)(6) 2009, exact date of the event is unknown. Date explanted - revision occurred in (B)(6) 2009, exact date of the event is unknown. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00693).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2012-00693 / 00694 & 3002806535-2012-00147).

Event description:
Patient's legal counsel reported that patient underwent a hip revision procedure approximately five (5) years post-implantation due to unknown reasons. It is alleged that during the procedure, a mass and metal debris were noted. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6), 2004 and that a subsequent revision procedure was performed in (B)(6) 2009. It is alleged that a mass and metal debris were noted during the revision procedure. No further information has been provided to date. This report is based on patient allegations and is currently unverified.